Manufacturer narrative:
Describe event or problem , device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR: returned product consisted of a watchman delivery system (wds). The device was bloody and the implant was received inside of the sheath. The implant was deployed during the lab analysis, and was consistent with the reported information. The hub, sheath, tip, core wire, and implant were microscopically, tactile and visually inspected. Inspection revealed anchor damage, tip damage (tricuts flared/abrasions/slight separation of layers), and sheath damage (abrasions). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The damage to the sheath, tip and anchor are consistent with a full device recapture. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-03248. It was further reported that a was used during the procedure was noted to be kinked during radiography, but it is unknown when it occurred. It was reported that the kinked was not used to deploy a closure device. However, device analysis of the was revealed the condition of the device showed evidence of device deployment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patient. A 33mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was positioned and deployed in the laa. The position wasn¿t adequate; therefore the closure device was fully recaptured. After the recapture, damage to the tip was observed. The procedure was completed with another of the same device. There were no patient complications reported. The patient status was stable.